Event description:
Customer reported that their AED will not power on. The AED maintenance activity is checking the asi light and checking the pads dates. They did not report that this event occurred during patient use.

Manufacturer narrative:
Customer reported that their AED will not power on. The AED maintenance activity is checking the asi light and checking the pads dates. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.